Event description:
The valve was explanted due to leakage and replaced by another MFR's device. One leaflet was noted to be partially detached from the strut at explant. The patient is reported to be in stable condition.